Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 3.5 x 23 stent (B)(6) is being reported under a separate medwatch report number. There was no reported product deficiency. The reported angina, myocardial infarction and re-stenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. In this case, it was reported that the xience stent was implanted in a saphenous vein graft. It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. In this case, it is unknown if the reported IFU deviation contributed to the reported patient effects.

Event description:
It was reported that on (B)(6) 2010 the patient underwent a stenting procedure in the saphenous vein graft with one 3.0 x 15 xience v stent for in-stent restenosis in a previously placed 3.5 x 23 xience v stent. On (B)(6) 2010, the patient was hospitalized with exertional chest pain. The patient experienced elevated cardiac enzymes, however, the ECG did not reveal any myocardial infarction. On (B)(6) 2010, the patient underwent percutaneous coronary revascularization for 90% in-stent restenosis in the target lesion. The patient's condition resolved on (B)(6) 2010 and the patient was discharged on (B)(6) 2010. Additional information received post discharge indicates that the patient was diagnosed with a spontaneous non q-wave myocardial infarction caused by the target vessel. Though requested, there was no additional information provided.